Event description:
A patient reported experiencing ocular burning, redness, and swollen eye od with misuse (first-time use) of oxysept disinfecting solution without adding a neutralizing tablet. She was unaware that a neutralizing tablet was required, and perceived the product as being like a multi-purpose solution. Follow up with the patient the next day indicated that her conjunctiva was entirely red. She sought treatment from her doctor who diagnosed chemical conjunctivitis and a subconjunctival hemorrhage od, prescribed erythromycin ointment, and instructed the patient to continue to rinse her eye with saline. Additional information has been requested.